Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified de novo left anterior descending artery that was 90% stenosed. Pre-dilatation was performed by a non-abbott balloon. Then a 3x18mm xience skypoint stent delivery system failed to cross due to anatomy. During removal, resistance with the lesion was also met. The procedure was completed with balloon dilatation, no stent was implanted in the patient. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.